Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "discomfort, pain, burning sensation like the muscle is tearing apart, warm breast like is was wet inside", "nodule", "capsular contracture" baker grade unknown, "recall" and "got worried" for left side. Patient later reported "microcalcification". Healthcare professional later reported "feel discomfort, pain, stinging and burning. Palpation with baker iii contracture. Device remains implanted.